Event description:
It was reported that a homechoice cassette leaked. The patient was connected at the time of the event. The process step was fill one of five of peritoneal dialysis therapy. The technical service representative assisted the patient to end therapy and start over with new supplies. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.